Event description:
Patient chart reviewed: history of lumbar radiculopathy, chronic low back pain due to work related injury, lumbar stenosis, lumbar facet syndrome, lumbar degenerative disk disease and a malfunctioning spinal cord stimulator (scs). Patient states he had been having some increased pain and swelling around the scs leads, especially when increasing his activity level. Explants: neurostimulator restore advanced model #37713 medtronic. Pathology report states: "the specimen is received fresh submitted as "generator and lead" and consists of a 13.0 x 5.5 x 0.5 cm of lead with an attached 6.0 x 4.5 x 1.5 cm generator. The specimen contains the identification "medtronic restore advanced."